Event description:
Product analysis was completed for the programming wand. No visual or mechanical anomaly was identified for the programming wand, serial data cable, or battery cable. The programming wand performed according to functional specifications. Product analysis was completed for the tablet device. During the analysis, an open port error message occurred while attempting to establish communication. The cause for the anomaly is associated with a broken wire connection in the serial cable db9 hood assembly. Once the wire was soldered on to the printed circuit board, no further anomalies were noted. The cause of the anomaly appears to be related to mechanical stress on the cable.

Event description:
It was reported that the physician's table serial cable was giving a failure to communicate message. The wand battery appeared to be fully charged and the tablet was ensured to not be plugged in to the electrical outlet during use. The physician was provided a new programming tablet and wand. The non-functioning tablet and wand were received for analysis. Analysis is underway, but has not been completed to date. The tablet and wand were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Event description; corrected data: the previously submitted MDR inadvertently did not provide the results of the analysis performed on the programming wand. Device failure occurred, but did not cause or contribute to a death or serious injury.